Event description:
It was reported that patient experienced ineffective therapy due to high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced. Some fibrosis was observed during surgery at the lead site. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. A patient experiencing high impedance was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.